Manufacturer narrative:
B3: unreported date in may2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified anti-inflammatory medications for peritonitis. Pd therapy was ongoing. Patient outcome was not reported. The reporter declined to provide additional information.